Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's led is out, however, the device is operational. The customer swapped the batteries and the power module and the issue still persists. There was no reported adverse patient impact.